Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured, and the protector tip was damaged. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: fg emerge mr, ous 1.50mm x 15mm balloon was returned for analysis. Visual and tactile inspection found no issues. Microscopic, leakage and wire insertion testing were performed on the device. A visual and tactile inspection of hypotube profile and shaft polymer extrusion identified no issues. A microscopic analysis of the balloon noted blood in the balloon which is evidence of a leak. After inflation a pinhole was observed in the balloon distal to the markerband. The device could not be inflated because a pinhole was identified distal to the markerband. A microscopic examination of the proximal and distal markerbands identified no damage. A microscopic examination of stretching was observed in the polymer extrusion. The device was loaded and tracked over a 0.014'' guidewire through the distal tip however it could not pass the point of damage to the polymer extrusion because the stretching was too severe. It was identified that the distal tip was slightly flared.

Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured, and the protector tip was damaged. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good.